Manufacturer narrative:
Patient history includes diabetes, obesity, congestive heart failure, former smoker (quit 2008), hypertension, trans-ischemic stroke (tia) in 2008. Clinical study physician states on case report form that the reported infection was mild, not related to the device, and the probable cause of the event was related to the procedure.

Event description:
It was reported that a (B)(6) year old male patient with a history of diabetes, obesity, and congestive heart failure had an implantable cardioverter defibrillator along with cangaroo ecm envelope device placed on (B)(6) 2016. On (B)(6) 2014, the patient presented in the emergency room complaining of left hand swelling and pain. The patient also complained of redness at the incision are of the chest. The incision site was classified by the emergency department doctor as a left chest wall surgical wound infection and started patient on bactrim (1 tablet 2x/day for 7 days) the event resolved on (B)(6) 2016 with no sequelae.

Manufacturer narrative:
Incorrectly reported cormatrix awareness date as 09/12/2016 on initial MDR submission report. Correct awareness date should have been reported as 09/08/2016.